Event description:
The home patient (hp) contacted baxter's technical service center regarding a check lines and bags alarm which occurred on the homechoice during use during prime the hp stated that he had changed out the cassette and reconnected the same bags on his own to try to resolve the alarm. The baxter technical services representative had the hp start over with new supplies. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2011. The hp stated that she now understands the contamination risk in changing only part of her set-up and knew now not to reuse supplies. Therapy since has been going well, and there were no adverse effects reported in relation to this incident. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The event was a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. This complaint for a report of a user error- failed to follow therapy steps was confirmed. The root cause was undetermined.